Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed as the patient continued to use the cycler. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, device manufacturing review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation. This event is one of two for the same patient on subsequent dates.

Event description:
A peritoneal dialysis (pd) patient called technical support due to concern about negative ultra filtration values. While discussing the event the patient's recent treatment data was made available. In the previous night's treatment data there was a drain volume of 3765 and his normal fill volume is 2000. The reported large drain of 3765 ml was 188% over the expected drain volume which resulted in a reportable device malfunction. During follow up the patient's nurse reported he did not require any medical intervention and had not reported any symptoms of overfill. No adverse event reported at this time.